Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. As a result, the customer was unable to obtain glucose readings as the device would not turn on. The customer became hypoglycemic and experienced symptoms of seizure and a loss of consciousness, requiring third-party treatment of sugar. No further information was reported. There was no report of death or permanent injury associated with this event.